Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient orders were sporadically not crossing from epic to pyxis in the ed units. A technical support specialist connected to the server and followed knowledge article (ka) to address the issue. The customer confirmed that the problem was resolved, and the case was closed accordingly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient orders was not crossed to pyxis, and user was unable to pull critical medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.